Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was able to generate reports and there was no data in the reports. Troubleshooting was not performed. The customer uses browsers such as microsoft edge and also in chrome. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device and the product will not be returned for analysis.

Manufacturer narrative:
Helpline support team reported that user was unable to see data in reports in carelink personal application. "Complaint summary: helpline support team reported that user was unable to see data in reports in carelink personal application. Investigation/testing summary: an attempt was made to verify the user account in carelink system application and confirmed the that issue was reproducible. Identified that user has data uploads from both pump and guardian system application. To assist with the resolution of the issues , instructed helpline support team with the below steps. Inform user to update the data source preference settings to show the pump data over the guardian system data. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: user has kept the default data source preference settings which resulted in showing the blood glucose data from pump wherein the glucose data was available. Analysis summary: the following steps to resolve the issue were provided to the helpline: helpline team to inform user to update the data source preference settings to have them view the blood glucose data from guardian system login to carelink personal account with url : https://carelink.minimed.EU/ with the credentials once logged in click on the user name to view the preference option click on the preference to view the options for various settings go to report data and select the on the data source preferences tab untick the check box ""prefer pump data over guardian data when both are present"" the helpline has provided us with feedback that despite of multiple attempts they were unable to obtain response from user and informed that they would open a new ticket again if the issue exists. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.